Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification. The insulin pump was monitored and no blank display anomalies were noted. The insulin pump was received with a slightly corroded battery cap contact, a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported that the insulin pump had a dead battery and would not turn back on after several battery changes. The blood glucose reading was 67 mg/dl. The customer stated that he did not receive an error message. He said the insulin pump would not power back on after insertion of the recommended type and brand of battery. He requested replacement of the insulin pump. Nothing further reported.